Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements which triggered a lead safety switch (lss) from bipolar to unipolar vector configuration. The device and rv lead was tested in bipolar configuration and found to exhibit normal and stable measurements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the physician has elected to continue to monitor as the out-of-range pace impedance measurement was a one time occurrence and diagnostic testing of the lead was appropriate. This device remains in service. No adverse patient effects were reported.